Event description:
It was reported that this right ventricular (rv) lead required repositioning during the implant procedure due to high pacing thresholds. An x-ray was performed, and no displacement was found. Subsequently, this right ventricular (rv) lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in the helix housing, slightly deformed coils, and cuts in the insulation. These findings are noted to be typical surgery-related damage and are not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead required repositioning during the implant procedure due to high pacing thresholds. An x-ray was performed, and no displacement was found. Subsequently, this right ventricular (rv) lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. As such, a revision procedure was performed; however, the high pacing threshold values still persisted, despite multiple repositioning attempts were made. An x-ray was performed, and no displacement was found. Subsequently, this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide a correction to b5 field. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found dried blood in the helix housing, slightly deformed coils, and cuts in the insulation. These findings are noted to be typical surgery-related damage and are not considered abnormal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.